Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a system upgrade and stopped displaying patient information. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient's information was unable to cross after the station upgrade. The technical support specialist (tss) dialed into the server and found no alerts on health sight viewer (hsv), with all services running. A query showed the station database size was only 1gb. It was identified that the maintenance service was not running on the station. The service was started, and the user confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.